Event description:
The facility representative reported failure code 814:04. Information was not provided regarding whether or not the failure occurred during an infusion. The device was serviced on site at the customer's location by a field service engineer. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No other information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22, 2007. Evaluation summary: the condition of failcode 814:04 was confirmed on site at the customer location by a field service engineer. Typically, this fail code is related to the pump head module. The pump head module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA. Service of the device was conducted on-site